Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg before implanting the device into the patient. It is not known whether the needle detached inside or outside the patient. The physician completed the procedure with another pinnacle anterior pfr kit, without further complications to the patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned uphold vaginal support system device showed that the needle was missing from the solid blue dilator. Mechanical tests of the returned capio open access suture capturing device showed that it operated freely and smoothly. Visual analysis of the capio device showed that the gray handle was cracked. No defects were observed with the carrier, carrier housing, or the catch. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked capio device handle could not be determined. Additional information: the returned device had a batch\lot # of 0ml9070701.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg before implanting the device into the pt. It is not known whether the needle detached inside or outside the pt. The physician completed the procedure with another pinnacle anterior pfr kit, without further complications to the pt.

Manufacturer narrative:
The device has not been received for eval. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.